Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97715 (nme747701h); product type: 0197, implantable neurostimulator; implant date (B)(6)2019. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3777-60; serial: (B)(6) ; product type: 0200-lead; implant date: (B)(6) 2012; brand name ; product ID 3777-75, serial: (B)(6); product type: 0200-lead; implant date: (B)(6); brand name vectris surescan; product ID 977a260, serial: (B)(6); product type: 0200-lead; implant date: (B)(6); brand name ; product ID 3777-60 serial: (B)(6) ; product type: 0200-lead; implant date: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator was not used for the last 4 years due to 7 leads being off. Patient stated they were part of a trial many years ago and it was great at the time and when the machine works it is amazing, but no one since a past manufacturer representative has been able to adjust it right. The leads sometimes poked out and had moved. Patient added they have health issues and have needed mris several times but cannot have them because 36 leads in their head are not compatible. The device was causing more pain than comfort.

Event description:
Additional information received from the consumer reported that the cause of the migration was not known. They had seen their doctor and were looking to get the entire system removed.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial#: (B)(6), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 3777-60, serial#: (B)(6), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial#: (B)(6), implanted: (B)(6) 2012, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2016, product type: lead. Product ID: 3777-60, serial#: (B)(6), implanted: (B)(6) 2012, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.